Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch report stated that the left ventricular lead was explanted due to infection with bacteremia. There were no additional patient consequences.